Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving an other drug, dose and concentration not reported, clonidine, concentration not reported at 122.28 mcg/day, bupivacaine, concentration not reported at 7.337 mg/day and morphine, concentration not reported at 15.285 mg/day via an implantable pump. The indication for use was spinal pain. The patient reported an alarm. The patient stated the alarm started last week and he heard it once per day. The patient was feeling a return of pain and the patient was sick to his stomach. The patient was also having a hard time walking. The patient was hearing a multi tone alarm. It was noted that the patient¿s pump was filled on (B)(6) 2017 and the next refill was not until (B)(6) 2017. The patient also has not had an MRI or exposure to magnets. The patient was trying to call their healthcare provider but had not gotten a call back. No further patient complications were reported. Additional information was received from a health care professional via a manufacturer¿s representative regarding a patient who was receiving morphine (concentration 25 mg/ml, dose 17 mg/day), bupivacaine (clonidine) (concentration 200 mcg/ml, dose 136 mcg/day). The event date was three (3) days prior to this report date, it was reported that the pump was interrogated after patient heard the alarm and it was determined that intermittent motor stalls occurred. It was unknown as to what factors may have led or contributed to the issue. It was further noted that the patient stated that on (B)(6) he noticed that he was not feeling well, he did not hear the alarm until (B)(6) evening. He was seen by the doctor on (B)(6) and it was determined his pump had 2 motor stalls that had recovered. It was then determined that pump needed to be replaced, replacement was completed on (B)(6). It was noted that the pump was replaced and the short part of pump segment was replaced to improve flow through catheter, the explanted pump would be returned by the manufacturer's representative. The patient stated he went through withdrawal symptoms including severe pain, nausea, vomiting and diarrhea and the doctor stated the pump replacement should resolve the issues at the time of this report the issue was resolved, patient status was ¿alive ¿ no injury¿. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that prior to the case there was no concern with catheter flow. Upon aspiration during the case there was limited flow so they changed out the pump segment. No further patient complications were reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the dates of the motor stalls were as follows: a motor stall on (B)(6)2017 at 9:56 with a recovery at 13:25; then a stall on (B)(6)2017 at 16:19 that recovered on (B)(6)2017 at 5:36. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Analysis also found overinfusion with an undetermined root cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) on 2017-nov-03. It was reported that the pump alarm occurring was ¿recurrent motor stall.¿ it was reported that the cause of the pump alarm was ¿recurrent motor stall.¿ actions/interventions taken included ¿pump replacement¿ and ¿replace proximal connector catheter and pump.¿ the device was reported to be explanted. The patient¿s weight at the time of the event was also reported. There were no further complications reported/anticipated.